Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Pump was exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no moisture corrosion visible in "cartridge compartment" or ¿battery compartment¿. ¿no¿ leaks was found during testing. Pump cover was removed to inspect internal components. Moisture corrosion visible on internal components. Keypad is fully intact, with no peeling or damage observed. ¿contrast¿,"up","down" and "ok" keys respond. Keypad was removed to investigate,no evidence of keypad contamination was located, under ¿contrast¿,"up","down" and "ok" contact button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.